Manufacturer narrative:
Correction to previous g3: date received by MFR - update the date to 02/25/2025. Additional information: g2 (add source), h6 (update codes), h11. H11: a review of the event history log identified a programmed infusion for vancomycin and a downstream occlusion alarm that was cleared by the customer. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during patient therapy. The pump was to infuse vancomycin at 250 ml/hr to deliver 41.6 gtts per minute but was delivering 33-36 gtts per minute. There was no report of patient injury or medical intervention associated with this event. No additional information is available.